Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump was damaged. It was reported that the pump alarmed for motor error. It was reported that the pump was chipped at the reservoir compartment. The customer's blood glucose level was reported to be 126mg/dl. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The initial medwatch report was created in error for manufacture report number 3004209178-2016-64002. Please see manufacture report number 3004209178-2016-54928 for correct reportable information.